Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported during the patient's scs trial period, the patient's stimulation therapy worked well the first two days then the patient stated after lifting something heavy he noticed a change in the stimulation. The patient stated, he felt some stimulation in his ribs and arm. An sjm representative met with the patient on (B)(6) 2013 at the lead removal appointment and attempted reprogramming the patient's system but was unsuccessful. X-rays taken showed the leads had migrated. The trial ended and the patient was reportedly satisfied with the trial.